Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical inc. For investigation therefore, no investigation can be performed. The reporting party did not report a device malfunction. Based on the reported event, after the ivl balloon delivered one cycle of pulse, the patient experienced ventricular tachycardia (v-tach). The physician didn't think it was related to the ivl catheter and so he deflated the balloon and reinflated it to deliver the second cycle. Once the cycle began, the v-tach reappeared. After the physician stopped the ivl treatment, the patient reverted to atrial fibrillation (afib). The afib was treated with intravenous unfractionated heparinization. A review of the lot history record (lhr) and test documentation did not show any issues with the manufacturing of the device. The device passed all shockwave medical, inc. Criteria prior to being released for distribution. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that an 84-year-old male patient underwent a left leg intervention to treat a diseased superficial femora artery (sfa). The mid to distal artery was reported to have severe calcium. The vascular surgeon used a diamondback 360¿ coronary orbital atherectomy system to prepare the lesion. It was followed by advancing the shockwave m5plus peripheral intravascular lithotripsy (ivl) catheter in the sfa. At once, the patient experienced baseline rhythm atrial fibrillation (afib). After the ivl catheter delivered one cycle of pulses, the anesthesiologist called out that the patient was in ventricular tachycardia (v-tach). Reportedly, the vascular surgeon didn't think it was related to ivl. The balloon was deflated and reinflated to start the second cycle. Once the second cycle began the v-tach reappeared. The ivl treatment was stopped and after the ivl catheter was removed, the patient reverted to afib within seconds without chemical or electrical cardioversion. Reportedly, the vascular surgeon did not treat the afib except provide intravenous unfractionated heparinization that is used for most cases. The patient was admitted overnight at the hospital and was discharged the following day.